Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a "shunt reset to 140 rather than 80 as requested, multiple attempts required before programmer would actually reset machine - multiple instances of "adjustment incomplete"". Due to this issue, it was required to take the patient for multiple x-rays. The event led to more than 30 minutes delay in patient care, however, the case happened when trying to change the pressure settings in the clinic. No patient injury. The patient have then had to go to x-ray to check and then pressure adjusted and repeat the process for x-ray check.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The vpv programmer was returned for evaluation: DHR: no discrepancies were noted. Failure analysis: the vpv programmer (sn: (B)(6)) received with transmitter (sn: (B)(6)). The vpv programmer and transmitter are fully checked, and both are working properly. Programming was performed many times and every time, it was successful, no error was found as per customer stated. The programmer front cover and box bottom set are broken and need to get replaced, which is considered misuse. The reset, safety and functional test must be performed. Root cause: the exact root cause of the issue reported by customer could not be determined as the device worked correctly.

Event description:
N/a.